Event description:
Healthcare professional reported right side deflation and "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; flat creases, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is particles on fill channel assessed as particle leakage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.